Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that the blood glucose would not rise above 27 mg/dl and was sometimes as low as 0 mg/dl. The customer also experienced a seizure. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing it was concluded that the device operated within specifications.